Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported visual complaints. Information was provided that the company (3.00cyl), 11.5 diopter (add power +2.2/+3.2 ) lens was replaced with a monofocal company (3.00cyl), 12.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the patient experienced dysphotopsia and reported difficulty driving at night well due to halos. Additional information was received reporting that the patient also experienced glare and distance vision was not as good as he would have liked. The iol was exchanged for another lens model approximately five and a half months following the initial implant procedure. It was reported the iol was discarded.